Manufacturer narrative:
The date of event is unknown. The date received by manufacturer was used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities for the reported lot number 4024037. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned to manufacturer.

Event description:
It was reported that while using a bd integra 3ml syringe with detachable needle for a testosterone injection the needle broke off in the consumer's buttocks. The consumer went to an emergency department where he was evaluated, received an x-ray, and the needle was removed ("cut out") from his injection site.